Event description:
It was reported that on two occasions the physician encountered difficulty with nc ranger balloons sticking to taxus stents. The taxus stent was well apposed and the express2 delivery balloon was removed without incident during both procedures. The physician attempted to post dilate the taxus stents with a nc ranger balloon, and the balloon stuck to the stent. The physician inflated and deflated slowly, pulled the inflation device to negative, then went to neutral. The balloon would not release from the stent. The physician tried this technique multiple times. Intracoronary nipride and nitroglycerin were administered, the balloon was reinflated, and it released from the stent. The physician mentioned that on both occasions, the pt would have gone to surgery if the balloon would not have come out when it did. The physician also reported that he will no longer post dilate taxus stents.